Event description:
It was reported that pt underwent total hip replacement surgery in 2008, during which she received a drom acetabular component. Post-op, pt has been experiencing pain, and revision surgery has been recommended, but has not yet been scheduled.